Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a saccular thoracic aortic aneurysm in zone 3. The diameter of the non-aneurysmal proximal aortic neck measured 30 mm, and the diameter of the non-aneurysmal distal aortic neck measured 28 mm. There aortic neck was moderately angulated. It was reported that during the index procedure, the 34x34x150 stent graft was inappropriately implanted, and as a result, the proximal portion of the stent graft was narrow. The physician attempted to deliver the 34x34x150 stent graft but was unsuccessful. The delivery system was removed from the patient's body. The physician then changed to pull-through technique to implant the stent graft. It was noted that the cause of the inappropriate implantation was because the proximal portion of the 32x32x150 stent graft was narrow. The pull-through wire was misguided through the super renal stent of the 32x32x150, and the 34x34x150 stent graft were unexpectedly inserted into the bare spring of the already implanted 32x32x150 stent graft. The 34x34x150 stent graft was ballooned with another manufacturer's tri-lobe balloon catheter. The ballooning caused the bare spring of the 32x32x150 stent graft to break. When the stent graft gave in to the pressure from the balloon, the bare spring broke with a snapping sound. It was noted that the 34x34x150 stent graft was ultimately properly implanted. Another manufacturer's stent graft was implanted and the procedure was successfully completed. No sequelae was reported and the patient is being monitored by their physician.